Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. D4: batch #383d10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the components and the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. One possible cause for this condition may be exposure of cleaning solutions. The device event log was reviewed. Several events were found that caused the device to experience a false lockout event. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot/batch number, a9771x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 383d10, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a stomach resection procedure, it was observed that the blade(sled) moved forward and then stopped while holding down the firing trigger for stapling, repeating this cycle approximately 10 times. There was no patient consequence nor surgical delay reported. No additional information provided.